Event description:
It was reported that the patient was experiencing discomfort at the pocket site. It was also noted that the ipg had migrated due to the wrong placement of the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.